Manufacturer narrative:
Concomitant medical products: dtpa2d4 crt-d, implanted: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced bradycardia. It was noted that the right atrial (ra) lead triggered a warning for high undefined impedance and exhibited a high threshold. The ra lead remains in use. No further patient complications have been reported as a result of this event.